Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Investigation conclusion: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. Root cause description: with no sample analysis a probable root cause could not be offered. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd posiflush¿ normal saline syringe plunger was difficult to push while attempting to flush the catheter. The following information was provided by the initial reporter: "a user facility reported that they are unable to flush the catheters after treatment the first time and have to get another syringe because the syringe plunger is hard to push the slaine out of it. There was no patient harm or adverse event reported at intake."